Manufacturer narrative:
Other, other text: one cadd legacy 1 pump was returned for analysis due to displaying error 1720. The error was found in the event log. The device was powered up and alarmed error 1720 which is an issue with the back-up capacitor. It was recommended to replace the back-up capacitor.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy pump, the pump exhibited lec 1720. No patient involvement reported.